Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Hmsc showed rv lead monitoring recording showing noise on rv and ff channel. All lead trends appear unremarkable. Short interval counter increasing since (B)(6) 2026. Advised further lead evaluation. Lead currently remains implanted. Should additional information be received this file will be updated.

Manufacturer narrative:
Combination product: yes.